Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 53mm fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 19mm, proximal diameter of non-aneurysm aortic neck was 26 mm, distal diameter of non-aneurysmal aortic neck was 32mm, diameter of right iliac artery was 11 mm, diameter of left iliac artery was 10 mm, diameter of right femoral artery was 9mm, and diameter of left femoral artery was 8 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that during the three year follow up an ultrasound noted a type ib (right limb) endoleak. There was no reported intervention or action taken. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Results: endoleak. Cause is unknown. Conclusion: endoleak. Cause is unknown.

Event description:
Additional information was received that an ultrasound revealed an unknown endoleak.